Manufacturer narrative:
Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The phaco handpiece (hp) met specifications at the time of release. The phaco handpiece was received for evaluation. A visual assessment of the returned sample did not reveal any visual nonconformities. A fingernail was used to attempt to penetrate through the cable jacket of the hp. The cable jacket passed the test by sufficiently withstanding the force. The ground resistance of the hp was also checked. The hp was then connected to a calibrated system hotbed and was able to prime and tune successfully. The hp was then run at 100% torsional and ultrasounds for 5 minutes while the temperature on the handpiece was being monitored. The hp was able to run for five minutes successfully while being under the temperature specification. The ultrasonic and torsional stroke measurement were measured but the torsional stroke was found to be out of specifications. The handpiece was then disassembled and water ingress was observed on the electrodes. Although water ingress was confirmed inside the handpiece, how the water got inside the handpiece remains inconclusive. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause could not be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during phacoemulsification of a cataract procedure the handpiece seemed a bit powerless. The surgeon indicated that in the quadrant removal phase, the handpiece felt hot and almost burnt surgeon's hand. As a result the patient experienced a minor burn in the wound tunnel which the surgeon was not concerned about. The surgery was completed after exchanging the handpiece. The handpiece had been correctly tested before surgery. In surgeons opinion the patient will recover without treatment. There was no additional patient impact. No additional information is expected.